Event description:
Reporter alleged the test cycle began on the blood glucose monitoring device with an undosed test strip inserted. Reporter stated after the cycle began, she would dose the test strip and obtain a value. Reporter indicated not questioning the results of the device however thought it was odd and had been occurring for the past 5 days. A request was made for the return of the suspect device and replacement product was sent.